Event description:
Same case as MDR ID#: 2134265-2012-06013. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. When trying to set the rotational speed of the 1.75mm rotablator rotalink plus while on the floppy rotawire guide wire outside of the patient, the guide wire fractured. The physician attempted to re-insert a new guide wire into the 1.75mm burr, however the guide wire could not be inserted. Therefore the physician exchanged to a new rotablator rotalink plus system and completed the procedure successfully. No patient complications were reported and patient status is stable.

Event description:
Same case as MDR ID#: 2134265-2012-06013. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. When trying to set the rotational speed of the 1.75mm rotablator rotalink plus while on the floppy rotawire guide wire outside of the patient, the guide wire fractured. The physician attempted to re-insert a new guide wire into the 1.75mm burr, however the guide wire could not be inserted. Therefore the physician exchanged to a new rotablator rotalink plus system and completed the procedure successfully. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the plus unit was returned to site connected together. An initial examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried and no issues were noted with the unit handshake connections. An attempt was made to load a guidewire onto the plus unit using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr was flared and misshapen. The annulus of the burr was not within specification. The exposed brass on the plated back half of the burr was within specification. A scratch test was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be related to user issues as the dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Manufacturer narrative:
(B)(4).